Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, a patient was not connected when therapy was initiated. This occurred during fill one of peritoneal dialysis therapy. The caregiver stated that the patient pressed ¿go¿ first and then connected. The technical service representative reviewed proper procedures and advised them to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient was not connected when therapy initiated. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.